Event description:
An erroneous accu tni result of 1.43 was reported out of the laboratory. The customer repeated the accu tni without re-spinning the sample because the ckmb test result was negative. The repeat accu tni result was 0.57 ng/ml. The sample was repeated again at 12:57 pm and 13:17 pm. The repeat accu tni results were 0.01 ng/ml and 0.01 ng/ml. The lab sent a corrected accu tni result of 0.01 ng/ml.